Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition. Subsequently a revision procedure was performed where the lead was surgically abandoned and successfully replaced. During the procedure the pacemaker was also explanted for reported normal battery depletion. No additional adverse patient effects were reported.